Manufacturer narrative:
The field technician went to the account to investigate and was told there were no beds requiring repair.

Event description:
The nurse stated that the nurse call did not sound when the patient exited the bed. The nurse would not provide the bed serial number.